Event description:
It was reported that the patient passed away due to recurrent pump thrombosis on (B)(6) 2024. The patient had increased shortness of breath and increased lactate dehydrogenase (ldh) on (B)(6) 2024. An echocardiogram was performed, and the ejection fraction (ef) was found to be 15% which was noted to be not a significant change from a prior echocardiogram. The patient was administered a low dose of tissue plasminogen activator (tpa). There were no changes in patient condition or anticoagulation status that may have contributed. There were no changes to pump parameters and no imaging was performed. No log files were available, and it was noted that the device would not be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this investigation. The device was not explanted, and no product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, device thrombosis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.